Manufacturer narrative:
Unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
A device report from (B)(6) indicates an (B)(6) study in (B)(6) indicated: patient had a right side extra-articular fracture of the trochanteric area. Patient was treated with a pfna blade and nail with no endcap. It was reported the blade unlocked after implantation and surgical intervention was needed.